Manufacturer narrative:
No patient impact or adverse event reported. Investigation is on-going, patient barcode samples and statstrip meter returned to nova for evaluation.

Event description:
Nova statstrip hospital meter mis-scanned patient barcode ID (B)(6) and reported glucose test result under the wrong patient ID.